Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that error code 207 occurred due to emergency light failure, the connection rattled due to wear of the output connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source had an emergency light error. The issue was found during preparation for use during a diagnostic procedure. The procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found error code e207 occurred due to emergency light failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1 additional information: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be emergency lamp failure. Olympus will continue to monitor field performance for this device.